Event description:
Left heart catheterization/fractional flow reserve (lhc/ffr) procedure. Guide catheter kinked while torquing catheter inside body, no wire inside. Used with 6fr/11cm sheath. Staff was able to pull guide out with help from wires. Used medtronic 6fr launcher guides to finish procedure.